Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description pump infusing nicardipine free flowed to bag completion. Detailed inquiry description a new bag of nicardipine was hung and started at 12.5ml/hr around 2300. At approximately 0100 the pump began alarming ail and it was noted that the 250ml bag was empty. Biomed reported internal free-flow protection clamp had a hairline crack. Medication infused 10 times faster than it was programmed to infuse.